Event description:
It was reported by the rep the device was used during a laparoscopic nissen fundoplication. It was reported during the procedure the surgeon was unable to grasp and coagulate the tissue using the lcs15. The jaw would not close down properly for the surgeon to coagulate the tissue. Another lcs15 was used to finish the case. There was no consequence to the pt.